Event description:
It was reported that a subcutaneous implantable cardioverter defibrillator (S-ICD) exhibited over-sensing, noise, low signal amplitude, and double-detection, resulting in an inappropriate shock. A request was made for device data analysis. RhythmCARE reviewed the available episode data and determined that the episode demonstrated a broad complex tachyarrhythmia in the Primary sensing vector (1x gain) with SmartPass enabled. The device initially detected the rhythm at approximately 165 bpm. Wide-complex double-detection subsequently occurred, resulting in a calculated rate that entered the programmed shock zone and led to delivery of an 80 J shock. Review of the electrograms indicated that the first shock appeared to induce an arrhythmia consistent with ventricular fibrillation (VF). Two additional 80 J shocks were subsequently delivered. The final shock, delivered in standard (STD) polarity, successfully terminated the arrhythmia. The recorded shock impedance for the successful therapy was 125 ohms. Historical system impedance measurements since implant ranged from 90 to 130 ohms. Based on its analysis, RhythmCARE provided recommendations to optimize device management, including programming adjustments, performance of provocation maneuvers, and acquisition of chest X-ray images to confirm appropriate device system placement. At the time of this report, the device remains implanted. No adverse patient effects beyond the reported inappropriate shock were reported,

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.